Event description:
It was reported that during a closure of ileostomy procedure, the surgeon fired the device once. During second firing, the handle snapped off. This happened when he was crossing previous staple line whilst performing side to side anastomosis. No piece fell into patient. Used forceps to complete the firing. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Firing knob. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with not reload loaded in the device. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.